Manufacturer narrative:
Concomitant products: product ID 8709, lot # l74639, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
Information was received from healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (2000 mcg/ml at 799.9 mcg/day) via an implanted pump system. The patient had increased spasticity close to their refill. They stated that now they did fine three to four days after the refill, and then had one to two weeks of increased spasticity and then it stabilized again right before the next refill. The hcp stated they had some variance in volume discrepancies, which fluctuated over the past year or so. The variance was reportedly "not much". One example provided was an expected residual volume of 3.2 milliliters (ml) and an actual residual volume of 6 ml. Additional information was requested to determine what troubleshooting, actions, and interventions were done to identify the cause of the spasticity and volume discrepancies in addition to if the volume discrepancies and spasticity resolved.